Manufacturer narrative:
The product was not returned for eval. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her daughter's blood glucose reached "high" (>500 mg/dl) and upon inspection she noticed the cannula was out of her skin.